Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ nestable sharps collector had sharp molding defects on top of it and the lid wouldn't fit onto it before use. The following information was provided by the initial reporter: "burrs on the top of the collector and the lid doesn't fit."

Event description:
It was reported that the bd¿ nestable sharps collector had sharp molding defects on top of it and the lid wouldn't fit onto it before use. The following information was provided by the initial reporter, translated from japanese to english: "burrs on the top of the collector and the lid doesn't fit.".

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like lid didn¿t fit (base defective) during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid didn¿t fit (base defective) for the same part number throughout the last twelve months. According with the evaluation made over the samples received from customer it can be observe the following: ¿ the flash observed in the base and on the top is a soft flash which isn¿t exceeding the maximum flash allowed (.050¿) also, this flash isn¿t affecting the fit, form and function at the time to perform the assembly in accordance to instruction for use (IFU). ¿ the assembly between the lid and the base was performed without major resistance in accordance with the instructions for use. The inspection records for the lot number reported under this complaint (8322902) were reviewed within the DHR and it was confirmed that the samples tested were accepted during the assembly test. Additionally, a review of 59 records manufactured close to the lot number notified (lots 8303904, 8304903 and 8305901) was performed and no issues were found within the assembly test. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process, because the sample received was assembled and confirmed that works properly, the flash on the pieces were confirmed as acceptable in accordance to customer specification and it doesn¿t cause an issue that affect fit form or function.